Manufacturer narrative:
Device analysis: customer complaint not confirmed as the device was not returned for analysis. A review of the device history record was performed, and revealed no related issues to this complaint. The root cause is determined to be undeterminable.

Event description:
Same case as MFR report #3005099803-2008-03392. It was reported that during an ercp procedure, sheath damage occurred. The target lesion was in an unspecified location in the bile duct. A 10x10cm rx biliary stent system had been advanced through an unspecified scope. At an unspecified time during the procedure, an unspecified type of wire "came out the end and made hole in the sheath". Another 10x10cm rx biliary stent system was advanced with this device also sustaining a hole in its sheath from the wire. The procedure was aborted. There were no patient complications reported.